Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a revision of femoral fracture plates and screws approximately 7 years post-implantation due to unknown implant failure.